Manufacturer narrative:
The subject device was returned with the seal cover disengaged from the body housing, therefore, the exact cause of the condition could not be reliably determined.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.